Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that their pump is broken. The cust said the reservoir keeps unscrewing and comes out. There are chips on the reservoir compartment. The customer doesn't know how it happened. The current blood sugar is 400 mg/dl. The customer has been holding down the reservoir to get insulin. The insulin pump is returning.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube, cracked reservoir tube window, missing reservoir tube o-ring and completely broken off reservoir tube lip. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test and rewind test. Unable to perform displacement test, basic occlusion test and occlusion test due to completely broken off reservoir tube lip. The test reservoir and infusion set does not remain locked in place due to broken off reservoir tube lip.